Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture (loc) on this left ventricular (lv) channel. The patient was not dependent on this device and the heart logic showed elevated rate. The health care professional (hcp) recommended to bring in the patient for device optimization. Technical services (ts) reviewed and stated that the lv lead may not be functionally capturing due to timing. This device remains in service. No adverse patient effects were reported.